Manufacturer narrative:
The lot was manufactured between november 3, 2023 - november 6, 2023. The actual device and two photographs of the sample were provided for evaluation. A visual inspection was performed on the actual sample, and the reported issue of leakage was not easily identified on the returned sample. The returned photographs were reviewed, and it was noted that there was leakage from the administration spike port bonding area. Functional testing was performed, and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during visual inspection of the finished product. There was no patient involvement. No additional information is available.